Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter email address: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that during implant placement the unknown biomet driver tip could not hold the implant and the implant fell loose in the patient mouth. Another implant was tried and driver tip seems to be defective. Procedure was not completed, implant became contaminated.

Event description:
Additional information received confirmed the unknown biomet driver tip to be iipdtus. Lot number remains unknown.

Manufacturer narrative:
One implant placement driver tip (iipdtus) was returned for investigation. Visual inspection of the as returned products identified minor signs of wear on the devices due to usage. Functional testing was performed and the driver tip and implants were found to be functioning. The implants were successfully picked up and held by the driver tip. Measurements were taken using a caliper (ID: cal4063; due date: nov 19, 2020). Through dimensional analysis and comparison to drawings (dwg no. 850003 rev. C & dwg no. 2331002 rev. C), it was determined that the device met design specifications. Patient pre-existing conditions are irrelevant to this investigation. Doctor attempted to place implants on tooth # 20 (universal) when the incident occurred. Pictures or x-ray images were not provided. DHR review could not be performed as the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iipdtus) was performed for similar events and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on visual inspection, functional testing and dimensional analysis, device malfunction did not occur and the reported event was unconfirmed.